Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. C38209) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery, ovarian cyst and joint pain. On (B)(6) 2016, the patient had essure inserted. In 2016, the patient experienced abdominal pain ("abdominal pain"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced vaginal infection ("vaginal infection/infection (bladder/ urinary tract/vaginal) type: vaginal"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), cystitis ("bladder infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and headache ("headache"). The patient was treated with amoxicillin, hydrocodone and surgery (bilateral salpingectomy, oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, cystitis, vaginal infection, vaginal discharge, fatigue and headache outcome was unknown. The reporter considered abdominal pain, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, metrorrhagia, pelvic pain, vaginal discharge and vaginal infection to be related to essure. The reporter commented: pelvic pain, abdominal pain, back pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), bladder infection, vaginal . Infection, vaginal discharge, fatigue, headaches discrepancy in date of birth (B)(6) 1900 3 trailing coils were visualized on the right. 4 trailing coils were visualized on the left diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: essure confirmation test (unspecified):result: unknown. Lot number: c38209 manufacturing date: 2014-03 expiration date: 2017-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. C38209) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery, ovarian cyst and joint pain. On (B)(6) 2016, the patient had essure inserted. In 2016, the patient experienced abdominal pain ("abdominal pain"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced vaginal infection ("vaginal infection/infection (bladder/ urinary tract/vaginal) type: vaginal"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), cystitis ("bladder infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and headache ("headache"). The patient was treated with amoxicillin, hydrocodone and surgery (bilateral salpingectomy, oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, cystitis, vaginal infection, vaginal discharge, fatigue and headache outcome was unknown. The reporter considered abdominal pain, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, metrorrhagia, pelvic pain, vaginal discharge and vaginal infection to be related to essure. The reporter commented: pelvic pain, abdominal pain, back pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), bladder infection, vaginal . Infection, vaginal discharge, fatigue, headaches. Discrepancy in date of birth (B)(6) 1900. 3 trailing coils were visualized on the right. 4 trailing coils were visualized on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2016: essure confirmation test (unspecified):result: unknown. Lot number: c38209 manufacturing date: 2014-03 expiration date: 2017-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. C38209) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery and ovarian cyst. On (B)(6) 2016, the patient had essure inserted. In 2016, the patient experienced abdominal pain ("abdominal pain"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced vaginal infection ("vaginal infection/infection (bladder/ urinary tract/vaginal) type: vaginal"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), cystitis ("bladder infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and headache ("headache"). The patient was treated with amoxicillin, hydrocodone and surgery (bilateral salpingectomy, oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, cystitis, vaginal infection, vaginal discharge, fatigue and headache outcome was unknown. The reporter considered abdominal pain, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, metrorrhagia, pelvic pain, vaginal discharge and vaginal infection to be related to essure. The reporter commented: pelvic pain, abdominal pain, back pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), bladder infection, vaginal. Infection, vaginal discharge, fatigue, headaches. Discrepancy in date of birth (B)(6) 1900. 3 trailing coils were visualized on the right. 4 trailing coils were visualized on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2016: essure confirmation test (unspecified): result: unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: case became incident in follow up, event pelvic pain made medically significant and intervention required due to surgery. Date of removal, patient demographic were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.